Event description:
The customer reported that his olympus endoeye hd ii telescope was experiencing an imaging problem during procedure preparation. There was no patient harm reported as a result of this event. During the device evaluation, it was discovered that the unit was not producing an image at all. This report is being submitted to capture the lack of image found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. As noted in b5, the unit was not producing an image at all during the device evaluation due to a broken video cable. Additionally, the cover glass of the insertion section was cracked. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the broken video cable and cracked cover glass could not be identified. However, it's likely the cause of the cracked cover glass is related to improper use by the user. Olympus will continue to monitor field performance for this device.